Event description:
The report received from the study registry indicated that a percutaneous transluminal angioplasty (pta) was done in 2005 to the left superficial artery (sfa). There were two lesions located in the mid and distal sfa. Two smart stents (7 x 100 mm and 7 x 60 mm) were placed in the mid and distal left sfa, followed by post-dilation with a 5 x 120 mm sailor balloon. The sfa at the lesion site was straight, and the lesion was de novo. The distal edge of the lesion was located 4 cm from the superior edge of the patella. The total lesion length was 12 cm, with 90% occlusion. The lesion was calcified and eccentric. After stent placement, there was 0% stenosis. Directly after the index procedure, the left popliteal artery was treated with pta. Pt returned in 2006 with occlusion of left popliteal artery. Pta of left popliteal artery was performed. No stent implantation is reported. Also, on three days later, the pt suffered gangrene of the left foot, resulting in the third toe being amputated. Both stents that were placed in the left sfa during the index procedure were still patent. Per the procedural physician, this event is unrelated to both the device and the procedure. On four months later, the pt returned to have the fourth toe amputated on the left foot. Per the procedural physician, this event is unrelated to both the device and the procedure. During this hospitalization, an angiogram was conducted which revealed a 60%, in-stent restenosis in first stent proximal in the left sfa. No pta was performed. Also noted was restenosis of the previous treated popliteal artery (% stenosis not unknown).

Manufacturer narrative:
Additional info has been requested and will be submitted within 30 days of receipt. This is one of two reports submitted for the same event. Please reference MFR. Report#s: 9616099-2008-01961 and 9616099-2008-01962.